Event description:
Pt developed discitis post - "idet" procedure. Treated at one level, l5/s1. Three needle punctures were used, two from right side, one from left. Disc was heated bilaterally. Pt was given 2g recefin (IV antibiotic) and injected with 10mg ancef antibiotic mixture after post - "idet" discogram was performed. Pt had increase in back pain following idet and at five weeks developed acute radiculopathy including weakness in left ankle. MRI confirmed discitis, pt had discectomy four days later. Discectomy revealed chronic inflammatory granulation tissue around the l5 nerve root. Pt's current condition is their leg and back pain are improving and the infection is cleared.